Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic system had no ultrasound oscillation during surgery. There was no improvement after replacing the tip and the handpiece, and no system message was displayed. There was no patient impact reported.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. The company representative able to assist with the reported event remotely with the customer. Therefore, the system was note tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A non-conformance based review of the serial number was performed and a there were no related potential contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).